Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.", "the health of the bone and gums which support the teeth may be impaired or aggravated.". The treating doctor shared that the potential root cause could have been a thin maxillary plate. The align clinical review noted planned movements of 3.4 mm of lingual crown translation, 2.5 mm of buccal root translation, 19.9° of lingual inclination, and 19.9° of buccal root inclination. There is no conclusive evidence provided that supports or opposes whether the invisalign primary order caused or contributed to the reported disability or permanent damage. Based on the available information, the patient had a maxillary fracture (disability or permanent damage), and the invisalign primary order was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. The date (b3) is compared to patient information.

Event description:
The treating doctor reported that the patient started developing symptoms of discoloration of the upper left central incisor on (B)(6) 2025. On (B)(6) 2025, elective endodontic treatment was performed on tooth 2.1. On (B)(6) 2026, again presented sensitivity to hot and cold on tooth 1.1. An iopa was performed to evaluate, no significant findings, however; when a cbct was performed, revealed a fracture of the anterior maxilla. The patient did not report having any pre-existing medical conditions and did not take any medications regularly. The patient indicated being prescribed steroids dexamethasone 4 mg twice daily for three days and paracetamol (pcm) 1 g three times daily for three days to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2026 and the patient is currently awaiting further guidance while placed on retainers.